Event description:
Caller reported an error with continuous glucose monitor (cgm), identified as error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a pump reset, and the issue was resolved as the sensor session started successfully without further error codes.